Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the preparation, the dragonfly optis imaging catheter flushing fluid was coming out of the catheter body abnormally. It was observed that the imaging catheter was pierced (hole). Therefore, the device was not used in the patient and the procedure was completed with another dragonfly. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported material split, cut, or torn could not be determined. In this case, it is possible that the user had mistaken the designated purge hole located on the distal section of the catheter, as an anomalous hole; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.